Event description:
It was reported that during implant of the atrial lead, the physician experienced difficulty when inserting the lead into the header port of the device. Silicone oil was applied and the lead was able to be inserted. The implant procedure was completed successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).